Event description:
The customer reported the touchscreen and mouse were not working and the system would not reboot. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The real time operating system (rtos) and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.